Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04626. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high impedances on one of the leads. In turn, surgical intervention was undertaken wherein the lead with high impedance was explanted and a new lead was implanted. During procedure it was noted that another lead had migrated. Hence, physician elected to explant and replace the 2nd lead. This addressed the issue. It is unknown which lead showed high impedance and which lead had migrated.